Event description:
The pt reported that while he was undergoing a CT scan his stimulator turned "all the way up on its own." The pt stated that this caused overstimulation that was so severe that his "back arched off the table." The pt also reported the overstimulation caused severe pain. The pt treatment and outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.